Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 271 (o2 supply fail - no o2 dosing possible) and technical failure 388 (no o2 dosing possible) prior patient use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h11. Results of investigation: vyaire medical was able to verify the reported issue. The suspect device was not returned for investigation. However, log file analysis tool and screen shot of service screen were utilized. Alarm was triggered with software version v6.0.1900.0. Investigation on affected part on similar cases came to conclusion that the regulated pressure remains above the alarming threshold for flow rates of up to 3 lpm at supply pressures lower than 4 bar. The acceptance threshold as per the new alarm criterion introduced with software v6.0.1800.0 is 1 lpm. This leads to the conclusion that the o2 pressure regulator is indeed defective.